Event description:
User facility reports during lumbar decompression procedure; moveable jaw broke off in wound. The broken portion was removed; however, add'l or time of about 1 hour was added to the case as a result.